Event description:
The perfusionist at regina general hospital (B)(6) reported a problem with the mps disposable. He reported the issue occurred when he was about to arrest the patient's heart. He stated it appeared the valve on the arrest pouch did not open correctly. The perfusionist reported he changed out the delivery set and was able to continue the procedure without any patient complications. The age and gender of the patient is unknown. The lot number of the applicable delivery set was not recorded by the hospital. The device was discarded by the hospital and not returned to the manufacturer for analysis.

Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.